Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis confirmed radio frequency (rf) has been disabled in this device due to a loaded battery measurement. As a result, device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis confirmed radio frequency (rf) has been disabled in this device due to a loaded battery measurement. As a result, device replacement was recommended. The device was explanted and returned for analysis. No additional adverse patient effects were reported.